Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported air detector alarm which was reproduced. The air detector alarm was verified through a review of the event history log by the presence of air-in-line alarms in the log. Evaluation found the symptom to be caused by out of specification upper and lower ultrasonic sensor fluid readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an air detector alarm with no air visible in the IV set. There was no known patient injury or medical intervention associated with this event. No additional information is available.